Event description:
Hcp reported pt had dose increased to 1000 mcg/day without relief of spasticity. The infusion mode was changed to periodic bolus and a catheter revision was done with no relief of spasms. The pump was removed due to no relief of spasms.